Manufacturer narrative:
The returned cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issues. A non-bsc product was implanted. No additional adverse patient effects were reported. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations/identified a product performance issue.

Manufacturer narrative:
Correction: h10: the returned cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown product performance issues. A non boston scientific product was implanted. No additional adverse patient effects were reported. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations/identified a product performance issue.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not working. The device was explanted. No additional adverse patient effects were reported.